Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The device was visually inspected for damages, none were present. The warranty seal was in-tact. The unit was opened to check for illuminated led's, none were seen. When the unit was connected to a gas bottle the high pressure unit(hpu) was leaking air. The unit was connected to a dummy lap with a set pressure of 15mmhg, and was able to depict the actual pressure on the display. Failure not confirmed, unable to duplicate. The probable root cause could be the high pressure unit. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the valve alarm went off.

Event description:
It was reported that the valve alarm went off.